Event description:
Sales representative reported that the surgeon provided little information just the fact that the anchor broke post-operatively. The surgeon performed a second procedure to remove broken fragments and repair the rotator cuff. As surgical intervention was performed an MDR is being filed to document the event.